Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: the display lens was cracked on the gray area. The battery compartment was cracked below the bumper pad. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, and the display lens was cracked. This report is made based on results of investigation completed on (B)(6) 2018.